Event description:
It was reported that the patient received inappropriate shocks. It was further reported that the implantable cardioverter defibrillator (ICD) was unable to deliver appropriate therapy to the patient due to charging circuit timeout. The device reached end of life (eol) unexpectedly. The ICD was explanted and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The device was returned and analyzed. Analysis of the device revealed normal battery depletion.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. Concomitant products: 694765 lead, implanted: (B)(6) 2010. (B)(4).